Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient ¿loves¿ the implant stating that they are ¿able to go longer between voiding which is nice.¿ referencing stimulation, it was reported that ¿it seems to be stronger¿ and they didn¿t know if they did something. It was mentioned that they have an ¿old back problem¿ including a spinal fusion from 30 years ago, so they were not sure if it seems to be stronger because of their ¿normal lower back problems¿ or the stimulator. It was noted that they ¿had it down their legs before anyway;¿ they increased stimulation ¿one point¿ 3-4 days ago, but only noticed sensation yesterday. It was stated that they notice it radiating down into their toes but clarified that ¿it¿s not uncomfortable.¿ it was reviewed that they could consider decreasing or turning stimulation off to find out if the stimulation was causing the sensation. Assistance with this was offered, but the patient declined to adjust stimulation on the call. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.